Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017. One hundred and thirty-nine high watt alarms and two suction alarms have been logged since (B)(6) 2017. Twenty-four low flow alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received tissue plasminogen activator treatment after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the device was implanted in a pediatric patient. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial MDR date MFR rec: 12/29/2017 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced significant post-operative bleed after ventricular assist device (vad) implantation. The patient is reported to have ¿failed to thrive¿ and had never been discharged from hospital. The patient developed a suspected pump thrombus and was treated with tissue plasminogen activator (tpa) on (B)(6) 2017. The thrombus is reported to have resolved and the pump parameters normalized. The patient subsequently developed cerebral and chest bleeding. A decision was made to discontinue life support (along with the vad) and the patient expired on (B)(6) 2018. The pump remains in situ post-mortem.